Event description:
Information was received from a manufacturing representative (rep) reporting that three week after a patient was implanted with a neurostimulator (ins), they got an infection. The patient was scheduled to have the ins removed and the lead capped on the day of this report. An ins would be implanted a few weeks after the infection has cleared. It was believed that culture and antibiotics would be administered today as well. Indication for use includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.